Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The information provided with initial report was incorrect. The correct information has been provided in this report.

Event description:
The insulin pump was not over delivered insulin.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose with blood glucose level under 20 mg/dl. The customer's current blood glucose was 71 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. The customer was treated with food and had been on lantus. Based on customer report customer does allege insulin pump was over delivering as they did not bloused for 8 hours and that took long time for the blood glucose to rise even after ate lots of foods and drinks. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Customer stated auto mode feature was not used during the event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08735 inches. (B)(4).